Event description:
Customer reportedly received the following results on two different systems within 10 minutes: 240 mg/dl, 140 mg/dl (nano) and 99 mg/dl, 114 mg/dl (compact plus). Customer hadn't washed his hands before the readings on the nano. Customer used an alcohol swab, and washed and dried his hands, in between readings. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(6).